Event description:
Device 1 of 3. Reference MFR report #1627487-2015-12412, reference MFR report #1627487-2015-12413. Note the patient received 4 leads from the same lot number and 2 extensions from the same lot number. It was reported the patient's system was explanted due to an infection at the ipg and leads sites. The patient was prescribed antibiotics, and the patient was reportedly well postoperative.

Manufacturer narrative:
(B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4).